Manufacturer narrative:
All buttons function properly. However, moisture damage was noted on keypad traces. No scrolling numbers noted on the display. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump are scrolling through. Customer's current blood glucose reading is 250 mg/dl. No further information reported.